Event description:
The user facility reported that the devices overheated during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device will not be returned for evaluation.

Event description:
The user facility reported that the devices overheated during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.